Manufacturer narrative:
Updated the evaluation method code grid only.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated the conclusion code grid only.

Manufacturer narrative:
Updated the evaluation method code grid.